Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant, it was found that the helix of the right ventricular (rv) lead had caused a cardiac perforation. Revision surgery was performed and the rv lead was repositioned. The patient's condition was stable following the procedure.